Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties and patient effects appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified left anterior descending artery. A 3.0 x 15 mm nc traveler balloon catheter was used; however, the tip of the device became stuck with a previously implanted stent. When the device was removed, it was noted that the tip had separated inside the anatomy. Therefore, a snare device was used to retrieve the separated component, and another 3.0 x 15 mm nc traveler balloon catheter was used to complete the procedure. The patient is stable. No additional information was provided.